Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl; cause was not known. Ketones were present (level not known). Pump supplies were changed to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin/fluids were administered. The next day, bg was 204 mg/dl and stable. At the time of the report, customer had not yet been discharged. Contact declined further follow up from tandem technical support. Reportedly, customer temporarily reverted to using manual injections for insulin therapy and contact discussed an alternate type of infusion set with the healthcare provider.